Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/26/2025, it was reported by a sales representative via email that an ar-4030c-08 fastthread biocomposite interference screw broke during insertion. The case was completed using another ar-4030c-08 fastthread biocomposite interference screw. This was discovered during an mpfl reconstruction procedure. The patient was not affected. Additional information was received on 9/02/2025: this issue occurred during an mpfl reconstruction procedure performed on (B)(6) 2025. The anchor was removed from the patient without causing any delay to the case or requiring additional anesthesia. No photographic documentation was taken.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause of the reported failure is attributed to use-related mechanical overstress of the biocomposite interference screw during insertion, which can occur if the screw is subjected to high torque, misalignment, or engagement with a tunnel that is too tight or inconsistently prepared.